Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the basket would not close during the procedure. It is unknown if a stone was present in the device when the malfunction occurred. The physician successfully completed the procedure using another optiflex nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device found the basket open with crystal like residue on one basket leg. The glue plug had failed within the rack, and a clear/translucent glue like residue was found on the drive wire. The handle moved freely and was unable to close the basket. A microscopic examination of the drive wire found a gritty appearance. There are too many factors that contributed to the failure. It is not clear which of these failures caused the malfunction experienced by the customer, therefore the most probable root cause for this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the basket would not close during the procedure. It is unknown if a stone was present in the device when the malfunction occurred. The physician successfully completed the procedure using another optiflex nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.